Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "device used after a femur fracture. A lack of consolidation with pseudoarthrosis has occurred. Culture test have certified the infection. Infection, unanticipated medical procedure."